Manufacturer narrative:
This record was identified during a retrospective review of MDR's, per FDA request, to identify records in which a serious injury or medical intervention occurred, but the type of reportable event was not indicated as a serious injury on the MDR form. This supplement is being filed to modify information per FDA request.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
The customer did not provide the lot number pertaining to this event,therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Root cause: this disposable set was unavailable for specific root cause analysis. Based on information provided by the customer, it is possible that the patient exhibited an allergic reaction to acd-a and/or eto, due to their current physiological condition. Per the therapeutic apheresis handbook: a physician's reference, 2nd edition, first time procedure patients reactions may occur in approximately 4.8% of procedures, and 1.2% of procedure patients experience reactions to citrate, based on the results of a survey of therapeutic procedures. Of these reactions, most were mild and well tolerated. The trima accel system has many safety features. However a donor reaction can occur rapidly. Therefore, it is imperative that the trima accel system and the donor be monitored throughout the procedure.

Event description:
The customer reported a donor reaction post donation. Per the customer, the donor passed out in the bathroom after the donation. The donor was taken to the hospital. Donor's status is not known at this time. Per the customer, the donor completed the donation procedure with no adverse symptoms. The customer has declined to provide any further information on the event. The customer declined to provide the patient identifier, age, and weight of the patient. The disposable set is not available for return because it was discarded by the customer. This report is being filed due to medical intervention in the form of the donor being taken to the hospital.